Manufacturer narrative:
The field service engineer determined there was buildup on the sample probe causing a fluidics failure. The probe was cleaned and the alignment was verified. Calibration and controls were run and were within the customer's specifications. No alarms occurred on the last calibration performed on 24-jul-2019. Calibration signals were lower than the expected mean. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Sample centrifugation speed was determined to be too high and time too short. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated that they received discrepant high results for 7 samples collected from the same patient and tested with the elecsys pth stat immunoassay on a cobas e 411 immunoassay analyzer. The results from each sample were reported outside of the laboratory and did not correspond to the patient's clinical picture according to the physician. The samples were collected while the patient was undergoing surgery. Prior to the surgery, the patient had a baseline pth result of 819 pg/ml. The first sample collected from the patient during surgery resulted with a pth value of > 5000 pg/ml. The second sample collected from the patient during surgery resulted with a pth value of > 5000 pg/ml. The third sample collected from the patient during surgery resulted with a pth value of > 5000 pg/ml. The fourth sample collected from the patient during surgery resulted with a pth value of > 5000 pg/ml. The fifth sample collected from the patient during surgery resulted with a pth value of 3287 pg/ml. The sixth sample collected from the patient during surgery resulted with a pth value of 1926 pg/ml. The seventh sample collected from the patient during surgery resulted with a pth value of 1115 pg/ml. The reporter stated that the results from the complained samples should be less than half of 819 pg/ml in order to fit the clinical picture of the patient. The patient's surgery went fine. The e411 analyzer serial number is (B)(4).